Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the infusion tubing became detached from the connector while the user was asleep, leaving the infusion set in place on the body while the connector and cartridge remained inside the ilet, which led to insulin leaking into the bed and an elevated blood glucose; the user believed the tubing had not been tightened adequately and later resumed normal insulin delivery, with glucose trending downward. Symptoms included hyperglycemia with a reported high reading and irritability. Outcomes included prolonged hyperglycemia above 180 mg/dl for approximately half a day, with device alerts for sustained hyperglycemia and no use of backup therapy, professional medical intervention, or ketone testing. Investigation included troubleshooting and user education on proper connection and tightening of the tubing-to-connector interface. Investigation of this case revealed a disconnection at the tubing-to-connector junction consistent with a connection problem of the connector component, with no device alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related connection insufficiency at the tubing-connector interface.